Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. At around 2:00 pm, the patient woke up feeling off/bad, including feeling nauseous. She took a fingerstick and her bg was 400 mg/dl although the cgm reading was 60 mg/dl. Her parents took her to the hospital where she was given 7 units of insulin drip and a saline infusion. At the time of the report the next day she was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.